Event description:
The consumer reported that she had a discogram and something was injected near her implantable neurostimulator (ins) site. She had pain in the lower back, tailbone and across form the implant out towards her hip and down her right leg. It hurt; she was going to follow up with the health care professional (hcp) to make sure the pain was not device related. She got an electrocuting feeling when she was urinating following the discogram. She had a fever on (B)(6) 2016. She had a discogram on the (B)(6) and another one 2 weeks prior to the report. The pain was not new but it had gotten worse. There was conflicting information as the patient had pain for 20 years, it was noted to not be device related and it was unknown if it was device related. The patient also noted that she had an oral medication that was contraindicated to use blue dye with. Also, it was indicated that the patient had a sudden shocking sensation when she turned on the device a month after it was put in- (B)(6) 2013. Additional information from the hcp indicated that they patient's last office visit was in 2013. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.